Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a ch 16 urinary catheter was found on the ground, without the patient having touched it (patient was in bed). The balloon is pierced. We tried re-inject water, there were leaks. The same day, about 2 hours before we had the same incident happening with another patient with the same device same lot number. Clinical consequences: monitoring the urine flow after the incident.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. There was no complaint device returned for investigation. Based on the complaint description, it was reported that the balloon is pierced and there was a leak. In the absence of any actual or representative sample for investigation, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
It was reported that a ch 16 urinary catheter was found on the ground, without the patient having touched it (patient was in bed). The balloon is pierced. We tried re-inject water, there were leaks. The same day, about 2 hours before we had the same incident happening with another patient with the same device same lot number. Clinical consequences: monitoring the urine flow after the incident.